Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2022 ( reference manufacturer report number 1627487-2022-02610) the l5 lead would not retract completely from inter-spinous ligament and broke, leaving 4 contacts in patient tissue (not in epidural space).